Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system there was an issue with tube leakage. There was damage to pressure tube connection and tube. The following information was provided by the initial reporter, translated from japanese to english: there was a leak from the pressure tube during puncture. Leakage location (details are unknown) damage to pressure tube connection and tube.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs and sample provided. Bd received one used nexiva 24ga unit with packaging from material number 383511; lot number unknown. Three photographs were also submitted which displayed similarities to that of the returned unit. Through the visual/microscopic evaluation of the unit, an area of indentation resembling a pinch on one side of ht extension tubing was observed. The area of indentation was a slit/cut in the tubing approximately ¾ of an inch from the nose of the straight luer adapter. A water-air leak test as performed where air bubbles were observed. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a damaged pallet. The tubing was pinched between the gripper fingers and the pallet. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system there was an issue with tube leakage. There was damage to pressure tube connection and tube the following information was provided by the initial reporter, translated from (B)(6) to english: there was a leak from the pressure tube during puncture. Leakage location (details are unknown) damage to pressure tube connection and tube.